Event description:
Information was received indicating that upon opening the smiths medical cadd solis vip pump, error code 4117 was noted on the pump. No patient consequences were reported. No adverse effects were reported.